Manufacturer narrative:
03-jan-2018 product investigation results: the reporter returned toothbrush head used with suspect product on (B)(6) 2017. Toothbrush head confirmed to be counterfeit. Investigation results showed that the handle is according to specifications and that the complaint was caused only by the non-genuine oral-b refill.

Event description:
Pain insides of both cheeks - mouth [oral pain]. Poked the insides of cheeks - mouth [mouth injury]. The head won't stay on, exposes the metal piece sticking out of the brush handle, poked inside of cheeks - oral-b rechargeable toothbrush [injury associated with device]. Head won't stay on, exposes the metal piece sticking out of the brush handle - oral-b rechargeable toothbrush [device breakage]. Case description: report source: spontaneous. A (B)(6) female consumer reported via phone on (B)(6) 2017 that she used an oral-b power rechargeable toothbrush handle twice a day beginning on an unspecified date, and the oral-b brushheads, version unknown would not stay on. She reported sometimes the brush head would fall into the sink, and sometimes it would lay in her mouth and she would pull it out with her fingers. When this happened it exposed the metal piece sticking out of the brush handle, and numerous times it poked the inside surface of her cheeks which was painful, but it did not draw blood or leave damage or scars. The pain would last a couple of seconds, and she did not seek medical attention. She had purchased 3 to 4 packs of replacement brush heads, and reported it happened with all of them. The consumer reported she had not previously used this version of toothbrush handle. She reported the toothbrush handle had been dropped. She continued to use the product. The case outcome was recovered. The consumer reported she had previously used a battery operated toothbrush. No further information was provided. 03-jan-2018: the suspect product in this case was used with a toothbrush head that was confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Reporter returned toothbrush on 15-nov-2017. Toothbrush identified to be an oral-b power rechargeable toothbrush handle vitality (B)(4) on 01-dec-2017.

Event description:
Pain insides of both cheeks - mouth [oral pain]. Poked the insides of cheeks - mouth [mouth injury]. The head won't stay on, exposes the metal piece sticking out of the brush handle, poked inside of cheeks - oral-b rechargeable toothbrush [injury associated with device]. Head won't stay on, exposes the metal piece sticking out of the brush handle - oral-b rechargeable toothbrush [device breakage]. Case description: report source: spontaneous. A (B)(6) year old female consumer reported via phone on 27-oct-2017 that she used an oral-b power rechargeable toothbrush handle twice a day beginning on an unspecified date, and the oral-b brushheads, version unknown would not stay on. She reported sometimes the brush head would fall into the sink, and sometimes it would lay in her mouth and she would pull it out with her fingers. When this happened it exposed the metal piece sticking out of the brush handle, and numerous times it poked the inside surface of her cheeks which was painful, but it did not draw blood or leave damage or scars. The pain would last a couple of seconds, and she did not seek medical attention. She had purchased 3 to 4 packs of replacement brush heads, and reported it happened with all of them. The consumer reported she had not previously used this version of toothbrush handle. She reported the toothbrush handle had been dropped. She continued to use the product. The case outcome was recovered. The consumer reported she had previously used a battery operated toothbrush. No further information was provided.

Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Pain insides of both cheeks - mouth [oral pain], poked the insides of cheeks - mouth [mouth injury], the head won't stay on, exposes the metal piece sticking out of the brush handle, poked inside of cheeks - oral-b rechargeable toothbrush [injury associated with device], head won't stay on, exposes the metal piece sticking out of the brush handle - oral-b rechargeable toothbrush [device breakage] case description: report source: spontaneous. A (B)(6) female consumer reported via phone on (B)(6) 2017 that she used an oral-b power rechargeable toothbrush handle twice a day beginning on an unspecified date, and the oral-b brushheads, version unknown would not stay on. She reported sometimes the brush head would fall into the sink, and sometimes it would lay in her mouth and she would pull it out with her fingers. When this happened it exposed the metal piece sticking out of the brush handle, and numerous times it poked the inside surface of her cheeks which was painful, but it did not draw blood or leave damage or scars. The pain would last a couple of seconds, and she did not seek medical attention. She had purchased 3 to 4 packs of replacement brush heads, and reported it happened with all of them. The consumer reported she had not previously used this version of toothbrush handle. She reported the toothbrush handle had been dropped. She continued to use the product. The case outcome was recovered. The consumer reported she had previously used a battery operated toothbrush. No further information was provided.